Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's implanted dbs had turned off on its own. Patient rep went on to say that the patient had been hearing these "little sounds in their head" like a humming sound. They think humming noise started around (B)(6) 2024. The rep said that the issue had gone away and hasn't happened since then. Also said that patient can't tell when therapy was off, but patient can tell when the therapy was turned back on because it "zaps" them. Patient rep said that today they checked the implant battery and the patient programmer showed therapy was off. Rep asked why the therapy would be off (without turning therapy off). Patient services (ps) reviewed that patient has a rechargeable implanted battery and that if the implant charge level goes below 25%, therapy can shut off. Ps reviewed that patient would need to charge implant back up and therapy won't turn on automatically but would need to turned back on with patient programmer. Rep said implant was at 50% and therapy was back on (after they turned therapy back on). Rep said they are going to avoid pressing stim on/off button on patient programmer, avoid pressing buttons on side of insr and avoid letting implantable neurostimulator (ins) battery get low. Ps redirected patient to provider.